Manufacturer narrative:
The overlay model and lot number are unknown. The product is not being returned to the manufacturer for evaluation; no product malfunction is alleged.

Event description:
It was reported by the nurse manager that a patient allegedly fell due to the mattress overlay's increased height and, along with the sheets being used, the overlay seemed slippery. The overlay model and lot number is unknown as the incidence was not recorded.